Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation microprocessor u713 on the distribution node pca board had an improper output due to a corruption of the processor logic. This caused the reported service code 204. The root cause for the corruption of the u713 processor logic could not be positively identified. No adverse event resulted from the defective electrode belt. The pt rec'd a replacement electrode belt.